Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer fell and landed on the insulin pump. The notification light began to blink and the display kept flashing white. The patient's blood glucose at the time of incident was 222 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with a blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segment due to blank display. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.